Event description:
It was reported that the expandable cage failed to attach to the tl inserter.

Manufacturer narrative:
Catalog# 800804, lot# 06241404. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a functional analysis was performed using sample acculif set, the device was confirmed to be functioning to spec. A secure attachment between the implant and the stainless steel connector (tubing) was obtained and no leakage was observed. An audible click was heard when rotating the blue knob to lock the cage onto the inserter. Conclusion: a functional analysis was performed using sample acculif set, the device was confirmed to be functioning to spec. No relevant issues were identified in the manufacturing records.

Event description:
It was reported that; the expandable cage failed to attach to the tl inserter.